Manufacturer narrative:
(B)(4). Radiograph confirmed the reported event. The screw angulation appears to be excessive and the head of the screw may have dislodged from the screw hole cover plate. The cover plate seems to be intact and attached to the cervical plate in the radiograph. Pt is asymptomatic. Screws remain in the pt, and no further eval of the product can be completed at this time. Pt activity levels are unk. Pt's bone quality is unk. The root cause of the issue remains unk. Review of labeling notes: warnings cautions and precautions. Product labeling indicates: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
During a two month routine follow up of a 3-level c4-c7 anterior cervical construct consisting of an acdf performed at c6-c7 level and a corpectomy of the c5 vertebral body, it was discovered that the inferior left bone screw at c7 had backed out of the plate. Pt is asymptomatic and currently there is no plan for revision surgery. The pt will continue to be monitored.